Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) and endoscopic mucosal resection (emr) procedure performed in (B)(6) 2017 (exact date not reported). According to the complainant, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. Additionally, the physician noted that there was difficulty when setting up the device. Attempts to obtain additional procedure information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found that all bands present with some bands were moved out of their position. It was noted that the ligator head teeth were bent and the proximal section of the trip wire was kinked in several locations. The suture was broken with one section attached to the trip wire loop and the other section attached to the ligator head. The trip wire was partially rolled in the handle and was secured in the handle assembly slot when received. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. It is most likely that the trip wire was kinked and the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity which could have contributed with the reported issues. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) and endoscopic mucosal resection (emr) procedure performed in (B)(6) 2017 (exact date not reported). According to the complainant, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. Additionally, the physician noted that there was difficulty when setting up the device. Attempts to obtain additional procedure information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.